Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad was completely peeled off from pump and was not returned with pump exposing button contacts. Button contacts were fully functional. Investigators removed button contacts. No further defects found. The battery compartment was cracked from the case seal to the grip. Opened pump and removed from case. No moisture or corrosion in pump. (B)(6).